Event description:
It was reported that during use right atrial (ra) lead displacement occurred. It was also reported that the ra lead exhibited sensing and pacing thresholds performance incident. The patient was hospitalized, diagnostic and troubleshooting performed. The ra lead remained in use, and subsequently, explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the wrap it clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.